Manufacturer narrative:
Additional information: no equipment was returned for evaluation. The patient¿s family declined autopsy and the device was not explanted. A correlation between the device and the report of hemorrhagic stroke could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on 09/09/2016 stated that on (B)(6) 2016, the patient was admitted to the emergency room due to worsening headache with nausea and vomiting. The patient¿s inr upon admission was 4.5, which had previously been 2.4 (goal inr 2.0-2.5) on (B)(6) 2016. The patient¿s inr was reversed with fresh frozen plasma and vitamin k. Given the severity of the bleed and no possible intervention, palliative medicine were involved. Patient was intubated and was admitted to hf. A computed tomography scan of the brain revealed a large right temporoparietal parenchymal hematoma with intraventricular hemorrhage and acute right frontal subdural hemorrhage, subfalcine herniation with two minute centimeter midline shift from right to left, downward transtentorial herniation with edema and deformity of the midbrain and upper pons, uncal herniation with deformity of the right side of the midbrain by the displaced uncinate process of the right temporal lobe. Neurology and neurosurgery were consulted in the emergency department and no surgical intervention was possible given the extent of bleed.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 due to an intracranial hemorrhage. Additional information was requested but not provided.